Manufacturer narrative:
Unit received with partial display / missing segments due to cracked lcd glass. Unable to performed displacement due to display anomaly. Unit received with fading serial number label. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a crack at the back portion. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.